Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed hand prime using a new lab reservoir. They found it was occluded at the p-cap connection section; they were unable to confirm if the customer received the infusion set occluded due to it being returned opened/used. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump vibrated on her hip and the pump gave her a no delivery alarm. Customer did a self test and stated it was fine. Customer's blood glucose was 179 mg/dl. Customer stated that her blood glucose was 58 mg/dl earlier. Customer took some glucose tablets and her blood glucose is now 179 mg/dl. Customer stated that the alarm just occurred and it occurred during basal. Customer stated that he no delivery alarm is recurring. Customer stated that he issue has not been resolved. Customer stated that the reservoir is not empty. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin did exit. It was explained that there may be a possible site related issue. Customer stated that the cannula was not bent. Customer was explained that the site may be occluded.